Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03003. It was reported that a rotawire detachment and vessel perforation occurred. The target lesion was located in a severely tortuous and severely calcified proximal angled ostial left circumflex artery. The physician initially attempted to ablate the target lesion with a directional coronary atherectomy (dca); however, the physician was unable to deliver the dca to the target lesion. Thus, a 2.00mm rotalink plus and a 330cm rotawire were then used successfully. After which, the physician determined that additional ablation was necessary and opted to exchange the burr to a 1.50mm rotalink plus loaded on the same rotawire. Subsequently, on the 4th or 5th ablation at 180,000rpm, the physician noted that the distal burr was not moving properly. The burr was then removed from the patient's body and the lesion was observed. It was then noted that the rotawire became detached and vessel perforation occurred. A non bsc stent was then used to trap the detached distal segment of the rotawire against the vessel wall; however, the detached segment remained inside the patient's body. The bleeding was then controlled and the procedure was completed using a different device. There were no patient complications reported and the patient's condition was stable.